Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using an evac 70 xtra icw cable wand, it was noticed after 20 minutes of activation that 2 electrode wires were missing from the tip of the wand. The surgeon verified that no debris from the wand tip was left inside the patient, before completing the procedure with a competitor's device. There were no significant delays or patient complications reported as a result of this procedure.